Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged cosmetic damage at battery compartment area. Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails. Unit was confirmed for physical damage on the battery tube compartment area.

Event description:
Information received by medtronic indicated that the insulin pump had a fallen and crack. No harm requiring medical intervention was reported. The customer will discontinue use of the device.